Event description:
It was reported that this right atrial lead was surgically abandoned due to exhibiting high pacing thresholds. It was suspected that this was due to scarring tissue on the patient. Another lead was implanted instead. No further adverse patient effects were reported.